Event description:
Twenty-five months post hvad implantation, the patient experienced a change of power source in the controller earlier than expected. The controller was electively exchanged. There was no report of patient injury.

Manufacturer narrative:
The device has been received and evaluation is still ongoing. Preliminary testing of the returned controller revealed that the "no power" alarm did not sound during testing. This finding was re-assessed per sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of receipt. This is one of five reports (3007042319-2013-00337, 338, 339, 340, 341) submitted for devices related to the same event.

Manufacturer narrative:
The controller was returned; various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the controller met all requirements for release. Functional analysis revealed that the controller's internal battery cell was deeply depleted. An internal investigation (CAPA) has been opened to address the issue. This is one of five reports (3007042319-2013-00337, 00338, 00339, 00340 and 00341) submitted for devices related to the same event.